Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test. The insulin pump failed the displacement test followed by an alarm during rewind due to motor encoder signal out of phase. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, error test, or verify motor error and error alarms due to alarms. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump was exposed to magnetic field. It was reported that customer had two massive strokes and was given an MRI while still connected to insulin pump. Insulin pump was removed on august 29, 2016. While trying to reconnect insulin pump, battery was changed and insulin pump received an unexpected restart alarm, a motion sensor test failure alarm, and a motor error alarm. Troubleshooting was performed and insulin pump could not rewind. Insulin pump failed displacement test. Insulin pump would need to be replaced. Customer's blood glucose was unknown.